Manufacturer narrative:
Qn# (B)(4). For related complaint refer to MDR #3010532612-2018-00339 and tc # (B)(4).

Event description:
It was reported for an emergency percutaneous coronary intervention an intra-aortic balloon pump (iabp) was used as assistant. When the intra-aortic balloon (iab) catheter was implanted, it was found that the catheter could not pass through the sheath. The intra-aortic balloon (iab) catheter was replaced meanwhile not changing the sheath and the catheter could not pass. Finally, iabp was giving up and the dosage of the drug was increased, the patient was discharged smoothly. There was no patient death or serious injury or reported. Patient current condition reported as fine.

Manufacturer narrative:
(B)(4). For related complaint refer to MDR #3010532612-2018-00339 and (B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty is not able to be confirmed. Upon return, the iab bladder was fully unwrapped. The iab was unable to advance through its appropriate sheath due to the unwrapped bladder. The iab is to be inserted through a sheath if the bladder is fully wrapped. Additionally, an opened returned insertion kit was noted with the incorrect sheaths for the returned iab and also appeared unused. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported for an emergency percutaneous coronary intervention an intra-aortic balloon pump (iabp) was used as assistant. When the intra-aortic balloon (iab) catheter was implanted, it was found that the catheter could not pass through the sheath. The intra-aortic balloon (iab) catheter was replaced meanwhile not changing the sheath and the catheter could not pass. Finally, iabp was giving up and the dosage of the drug was increased, the patient was discharged smoothly. There was no patient death or serious injury or reported. Patient current condition reported as fine.